Event description:
Unclear if unit was on a pt or not. It alarmed with a tech error high airway pressure. The biomed dept "troubleshot" the unit and saw high airway pressure when they turned it on and it would not deliver gas. There was a closed suctioning device on the pt circuit.